Event description:
Additional information received states that this was a pre-operative event.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11. Additional narrative: added: b5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found tip of the device is stripped. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the scrdriver shaft self-holding l165 f/star would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> part # 03.010.151 supplier lot # 9858081 synthes lot # 9858081 release to warehouse date: 29.jan.2016. Manufactured by: synthes monument. No ncrs were generated during production. Device history review ==> review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported multiple devices are no longer functional. These issues did not impact patient outcomes. Below devices were found to be "release mechanism broken" during inspection: 03.043.028. Below devices were found to be "stripped threads" during inspection: 03.120.022, 312.648, 323.029. Below devices were found to be "nut stuck on sleeve" during inspection: 03.037.017, 03.037.016. Below devices were found to be "handle leaching/spd wil not sterilize" during inspection: 03.100.018. Below devices were found to be "broken handle" during inspection: 311.43. Below devices were found to be "stripped drill connection and 2nd is cold welded to a schanz pin" during inspection: 393.103. Below devices were found to be "broken sliding mechanism" during inspection: 319.091. Below devices were found to be "not snapping in" during inspection: 03.120.018, 03.120.017. Below devices were found to be "stripped" during inspection: 03.010.151, 314.467, 03.900.042, 03.130.010, 314.453, 03.010.150, 03.010.152. Below devices were found to be "not working properly" during inspection: 329.15. Below devices were found to be "not locking tension between trigger pulls" during inspection: 03.221.015. Below devices were found to be "not aligned" during inspection: 398.65. Below devices were found to be "not locking into aiming arm" during inspection: 03.231.007. Below devices were found to be "bent handle" during inspection: 393.1. Below devices were found to be "trigger detached from handle" during inspection: 03.221.007. Below devices were found to be "not sliding properly" during inspection: 319.006. Below devices were found to be "shaft pulls out of handle" during inspection: 314.118. Below devices were found to be "not locking on" during inspection: 351.16j. Below devices were found to be "binding on qc attachments" during inspection: 511.773. Below devices were found to be "ends not aligning" during inspection: 03.221.011. (B)(4) is the mother complaint. (B)(4) are related to each other and are created to capture additional ips.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6 the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found tip of the device is stripped. The observed condition was identified as an end of life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the scrdriver shaft self-holding l165 f/star would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 03.010.151. Supplier lot # 9858081. Synthes lot # 9858081. Release to warehouse date: 29.jan.2016. Manufactured by: synthes monument. No ncrs were generated during production. Device history batch: null. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d4 (lot, expiration date ), d9, h4. Corrected: d4 primary UDI number. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.